Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was microcatheter stretching observed after removal. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. The pipeline was not resheathed.

Manufacturer narrative:
H3: the pipeline flex and phenom 27 catheter were returned for analysis. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact with no signs of elongation. The braid's distal and proximal were found fully opened with no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or with the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. The pipeline flex was pushed out from the catheter lumen with no issue. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub, lumen, and tip without issue. Based on the returned devices, the customer report of "failure to open at the distal" was not confirmed, as the distal and proximal ends of the braid were found fully opened with no damage. Possible cause of failure to open includes vessel tortuosity. The customer reported that vessel tortuosity was normal, ruling vessel tortuosity as a potential cause. The cause of the failure to open could not be determined. In addition, the customer report of "resistance during delivery" was not confirmed as no damage was found with the pipeline flex and catheter. The cause of resistance could not be determined. Possible cause of resistance includes the lack of continuous flush with heparinized saline during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227122908); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open and then became stuck in the phenom 27 microcatheter. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery c6 segment unruptured saccular aneurysm via femoral access. The aneurysm max diameter was 4mm and then neck diameter was also 4mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered with normal pru level. It was reported that the devices were prepared and catheter flushed per the instructions for use (IFU). The pipeline stent was delivery through the phenom microcatheter. During initial deployment, the pipeline stent tip (distal end) could not be opened. The physician attempted to retrieve the pipeline but found that it could not be retriever, and also could not be redeployed. So the system was withdrawn as a whole and replaced to complete the procedure. There was no harm or injury to the patient associated with this event.